Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cdi interface module was not transferring data. The light doesn't go green, will go amber and blinks. The device was not changed out, as the data normally transfer through the device was available on the cdi display. This issue does not have potential for an adverse event. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. However, during internal investigation, a burning smell was noted. Therefore this issue is reported relating to the burning smell of the module.

Manufacturer narrative:
This complaint could not be duplicated. The service repair technician (srt) inspected the device internally. The srt opened the device and found no defects. He performed ate testing and the device passed all performance tests. A burning smell/smoke odor was noticed coming from the device. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.